Manufacturer narrative:
H3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and oil was seen dripping from the dumbbell joint. A functional evaluation revealed the device was delayed in it's pressurization. The piston migration was at 2.66 inches. The complaint was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deterioration of the seal material over time or an abnormality of the surface that the seal contacts.

Event description:
It was reported that during surgery, the arm holder of the patient tenet was leaking oil and was not working. There was no delay and it is unknown if the procedure was successfully completed.